Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after the third fire after of two black reloads, the doctor squeezed the handle to starting firing and the staple got stuck and there was a ticking sound that happened. The doctor changed the reload to another purple and the operation went smoothly. There was no patient injury reported.